Manufacturer narrative:
The device was received with the cannula assembly fully deployed. During investigation, a tear was observed on the exposed portion of the soft cannula. Fluid was unable to flow through the entire fluid path due to this damage. It could not be conclusively determined when or how this damage occurred. The download data does not contain any hazard alarms, timeouts, or drive stalls that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 319 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The following field was corrected: h3 - device evaluated by manufacturer? Yes